Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The diamondback 360® coronary orbital atherectomy system instructions for use manual states hypotension is a potential adverse event that may occur and/or require intervention with use of the system. Additional attempts were made by csi field staff to retrieve additional patient demographic information, but no response was received. If the information is provided later, a follow-up report will be sent. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a heavily calcified lesion in the mid right coronary artery (rca). Following one 25 second treatment, the patient immediately became hypotensive. Atropine was administered, and the hypotension abated after 20 minutes. The procedure was continued and completed with satisfactory result. The patient's condition was described as "fine" upon completion of the procedure and again on (B)(6) 2020.